Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of paralysis in a male pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. The pt, who was (B)(6) at the time of reporting, had used poligrip for more than 20 years. On an unk date, the pt was diagnosed with "severe and serious health problems due to deficiency of copper in his blood stream, all attributed to excess zinc and therein, resulting in copper depletion attributable to poligrip." The pt suffered from "profound and permanent neurological and other injuries attributable to his use of poligrip" which had left him unable to perform his normal daily activities and "rendering him in a severe state of paralysis." According to the claim, the pt developed profound neurologic symptoms including pain, burning and discomfort in his legs, numbness in the hand and feet, and inability to walk without assistance. Physicians had been unable to offer an explanation, but according to the claim the pt had recently learned the connections between his problems and poligrip. According to the claim, subsequent blood and urine testing confirmed high zinc and low copper levels in blood and urine. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00024. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).